Manufacturer narrative:
Follow-up #2 date of submission 01/21/2016: the battery cap removal slot was stripped and worn; the battery cap was difficult to remove. The battery cap threads were torn and damaged.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: the returned battery cap was damaged. A test cap was used and able to securely attach to the pump. No damages were found to the battery compartment or the battery compartment threads. Unrelated to the original complaint, the audio bolus button cover was punctured and damaged; however the audio bolus button was responsive during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.